Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend has been identified. Event description: it was reported that a metabolic cementless stem was implanted on (B)(6) 2004 and underwent medical intervention due to dislocation on (B)(6) 2004. The stem was not change and no more instability problems were reported thereafter. On (B)(6) 2019, the metabolic implant had to be revised due to a stem fracture at the neck. This complaints covers the dislocation and its resulting medical intervention on (B)(6) 2004. The complaint investigation for the neck fracture is covered in (B)(4). Review of received data: no case-relevant documents such as x-rays, surgical notes were received. However, a medical intervention on (B)(6) 2004 is mentioned for the dislocation. It is reported that the stem was left in place. It remains unknown what steps (e.g. If and what products were replaced) to increase the stability of the joint. After the medical intervention the stem stayed implanted for more than 14 years without any reported instability problems. Devices analysis: the stem and head were received for in-depth analysis. However, their visual investigation will be conducted in (B)(4) (revision due to stem fracture). Review of product documentation: all involved devices are intended for treatment. DHR review: the quality records for the stem show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that a metabloc cementless stem was implanted on (B)(6) 2004 and underwent medical intervention due to dislocation on (B)(6) 2004. The stem was left in place and no more instability problems were reported thereafter. It is not reported what steps (e.g. If and what products were replaced) to increase the stability of the joint. The review of the product documentation showed that all involved devices are intended for treatment. The quality records for the stem show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. And the investigation results did not identify a non-conformance or a complaint out of box (coob). It can only be assumed that during the reported medical intervention the head was replaced and therefore the received head was not in situ at the time of the dislocation. After this medical intervention the stem stayed implanted for more than 14 years without any reported instability problems. Therefore, it can be assumed that the issue of the dislocation cannot be traced back to the stem. Joint dislocations are multifactorial, with contributing factors from the patient, the implant and the surgical procedure. Therefore, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: the neck fracture is covered in (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The device has not been received for investigation as the patient has not been revised. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent medical intervention (femoral shutter) due to dislocation.